Event description:
A tandem mobi cartridge alarm was reported by the caller, and no adverse impact occurred to the customer's blood glucose levels. The issue occurred during the load process, and although the customer had not previously reported cartridge alarm 30, they did experience cartridge issues with consecutive cartridges. Tandem technical support confirmed the problem and arranged to send a replacement pump. The customer, who uses mdi as a backup therapy, was informed that the new pump would include updated software. Instructions were given for placing the pump into storage mode and for returning the defective pump to tandem, with the caller acknowledging the steps and agreeing to return the device within 10 days to avoid charges. The customer also understood the need to program their settings into the replacement pump and connect it with their cgm.